Manufacturer narrative:
Product complaint (B)(4). Batch al7127 mfg date: 2/07/2019, exp date: 1/21/2024, batch ak3530 mfg date: 03/09/2018, exp date: 02/28/2023. A manufacturing record evaluation was performed for the finished device al7127 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ak3530 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch al7127 mfg date: unk, exp date: unk, batch ak3530 mfg date: 03/09/2018, exp date: 02/28/2023. A manufacturing record evaluation was performed for the finished device ak3530 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle fell off during suturing. They had to search for the needle for 10 minutes within patient. There were no adverse patient consequences reported.